Manufacturer narrative:
(B)(4). Customer returned precision extra blood glucose meter with serial number (B)(4) and test strips with lot number 41430. The complaint was not confirmed and no new issues were observed; all results were within range specification, and no errors were observed during control solution testing.

Event description:
A complaint of imprecise sequential readings was reported on a customer's precision xtra blood glucose meter. The customer obtained readings of 20 mg/dl and 85 mg/dl within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.